Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm or determine the root cause of the reported dislodged and bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a166u1ues5cza8. Hardware: sm-a166u1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, after approximately 24-36 hours of pod wear, the patient experienced sustained hyperglycemia, with blood glucose levels ranging from 480 mg/dl to 477 mg/dl for more than four hours. Multiple correction boluses were administered; however, blood glucose levels did not decrease. Upon removing the pod, the cannula was observed to be bent and no longer inserted into the skin at the infusion site. The patient stated that they believe the cannula had initially inserted under the skin, but at the time of inspection following pod removal, the cannula was no longer inserted. No medical intervention was reported in relation to this event.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. No issues were observed with the soft cannula that would contribute to the soft cannula becoming dislodged. A root cause for the reported dislodged cannula could not be determined. The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of a damaged cannula.